Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: two sealed boxes with thirty-six unopened samples each and one open box with seventeen unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed, and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Events were submitted via 2210968-2020-03036, 2210968-2020-03037 and 2210968-2020-03039.

Event description:
It was reported that the patient underwent an thoracic surgery on 3/18/2020 and the suture was used. During the procedure, the suture kept breaking. There were no patient consequences reported.